Manufacturer narrative:
Physio-control evaluated the customer's device and downloaded the device's electronic logs for review and was able to verify the reported issue. Physio observed that the battery installed in the device had become depleted, which was the cause of the reported issue. A further root cause for the reported issue could not be determined. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.